Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity and rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with an unspecified mentor gel breast implants textured silicone 250cc and suffered from bilateral cutaneous contour deformity and bilateral rupture. As a result, the patient had undergone removal and replacement with non-mentor breast implants on (B)(6) 2020. This medwatch is for the right breast implant.